Event description:
It was reported that the patient underwent a surgical procedure to have the artificial urinary sphincter (aus) explanted due recurring incontinence. Upon explant, a syringe was used that identified a hole in the balloon resulting in fluid loss. A new aus was implanted. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the balloon component of the ams 800 was visually inspected, microscopically examined, and tested for leaks. A large circumferential tear was identified in the balloon shell that measured 2.0 mm. The damage was noted to be consistent with a sharp instrument such as a scalpel that most likely occurred during the implant procedure. Inspection of the remainder of the device identified no further damage or irregularities. Product analysis confirmed the reported observation of fluid loss secondary to a hole in the balloon. While analysis could not confirm the patient symptom of incontinence, the observed tear would impact device performance leading to incontinence. A conclusion code of unintended use error contributed to event was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to have the artificial urinary sphincter (aus) explanted due recurring incontinence. Upon explant, a syringe was used that identified a hole in the balloon resulting in fluid loss. A new aus was implanted. There were no patient complications reported.